Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to degeneration and a tear. A competitor's 19mm carpentier edwards magna ease was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Explant was reported due to degeneration and a tear. The investigation found that leaflet 3 was torn. Leaflet 2 had fibrous pannus ingrowth on the outflow surface and had fibrous thickening. No acute inflammation or significant calcifications were present. The valve was dehydrated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to degeneration and a tear. A competitor's 19mm carpentier edwards magna ease was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to degeneration and a tear. A competitor's 19mm carpentier edwards magna ease was successfully implanted. No patient consequences were reported.